Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the incision site was "severely hurting" and the "incision was still bleeding because did not close all the way". The incision site was sutured. The icm remains in use. No further patient complications have been reported as a result of this event.